Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, a balloon pinhole was noticed. While prepping the 12/2.0mm maverick balloon, the physician noticed air bubbles in the encore inflation device when pulling negative pressure. The physician was unable to prep the maverick balloon and believes that there is a pinhole in the balloon. The procedure was successfully completed with another of the same device with no patient complications reported.

Manufacturer narrative:
(B) (4).